Event description:
In 2009, I received essure sterilization inserts via an outpatient procedure in my gynecologist's office. Within a year to year and a half of having the procedure completed I began to notice fatigue, intermittent abdominal and back pain and a host of symptoms I had not experienced on a regular basis prior to the procedure. By 2014, I had seen by primary care doctors, gastroenterologists, neurology specialists, ophthalmologist and pulmonary specialist for issues ranging from numbness and tingling, eye pain and vision blurriness, headaches, burning sensation in hands and legs to chronic constipation, chronic cough, jaw pain, trouble breathing and insomnia. I have received a wealth of possible diagnosis including ms, neuropathy, asthma and most recently fibromyalgia (for which I have now been prescribed daily medication). I have had a multitude of tests (including MRI, lung function, nerve conduction, colonoscopy, endoscopy, etc) and have spent years living with pain following the insert of the essure coils. I believe all health concerns addressed previously are in direct relation to having the essure coils placed within my body. This product is not safe as presented and should be removed from production and consumer availability (my opinion).